Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they experienced high blood glucose and insulin pump had motor error. The customer¿s blood glucose level was 400 mg/dl. The customer declined troubleshooting for high blood glucose and motor error. Customer stated that insulin pump was not working properly. Customer was treated with insulin pen. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.